Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results compared to another meter. The reporter alleged readings of "205mg/dl" on the lfs meter compared to "150mg/dl" on a onetouch ultra meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up (5/17/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 4/23/2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(04/23/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 004/23/2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.